Event description:
It was reported that the ventilator alarmed for volume delivery restricted and pressure delivery restricted. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for volume delivery restricted and pressure delivery restricted. In evaluating the logs provided, it can be seen that the ventilation mode was changed to pediatric mode and it appears that the patient requires higher flow than is possible. Pressure delivery restricted is given if the maximum flow of 32 l/min is not sufficient to create the required pressure. Higher flow is possible in the adult patient category. Further investigation of ventilator logs shows several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted, expiratory minute volume high, respiratory rate high, peep low and patient circuit disconnected.information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage. No further issues has been reported.

Event description:
Manufacturers ref: #(B)(4).